Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification to e1. Phone number: (B)(6). The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of skinvive by juvederm in the cheeks and 4 days later patient had "red and bleb skin at the right lateral cheek" with a "vascular branch appeared, feeling pain". Patient was injected with hyaluronidase. The skin was looking better and capillary refill time "turn to 3 second" but event is still ongoing. Healthcare professional believes event was "related to injection technique".